Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, a battery performance alert was observed on (B)(6) 2018. The patient had been lost to follow up for two years. Also noted was elective replacement indicator triggered on (B)(6) 2016 and end of life occurred (B)(6) 2016. The device was explanted and replaced. The patient was stable post procedure.